Event description:
The customer contact reported no flow. The secondary tubing set was being used for a piggyback delivery of an unspecified solution. It was reported that after the secondary tubing set was connected to an unspecified primary tubing set, and the primary solution container was lowered below the secondary solution container, the solution in the secondary tubing set would not flow. The secondary tubing set and the pump were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the deice was discarded.